Event description:
A medtronic representative reported a navigation system camera that did not pass the aak test during evaluation on-site. This part will be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that as reported, the camera failed the aak test at .42mm on a threshold of .35mm. The unit failed diagnostic test. Electrical failure directly caused the event.